Manufacturer narrative:
The astral device was returned to resmed for an investigation. Review of the device data logs confirmed the reported internal battery degraded warning alarm. Performance testing confirmed the reported led test failure. The internal battery and top case were replaced to address the reported complaint. The device was serviced and fully tested before it was returned to the customer. Based on all available evidence and complaint investigations of a similar nature, the investigation determined that the reported internal battery degraded warning alarm was due to an isolated component failure within the device battery assembly while the led test failure was due to soldering process during manufacturing. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. Resmed reference #: (B)(4).

Event description:
During evaluation, an astral device displayed an internal battery degraded warning alarm and failed the led test. There was no patient harm or serious injury reported as a result of this incident.